Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that the device was used during a video-assisted thoracic surgery wedge resection. The device cut but did not staple. Another device was used to complete the case. There was no adverse consequence to the patient.